Manufacturer narrative:
Additional suspect medical device component involved in the event:product family: scs-paddle leads,upn: m365sc8336500,model: sc-8336-50,serial: (B)(4),batch: 7075089.

Event description:
It was reported that the patient was experiencing soreness at the ipg site due to migration. Xray revealed that the patient ipg was twisted and pulled the patient lead out of the epidural space. The patient underwent a revision wherein the ipg and lead were replaced. The explanted device components were discarded by the medical facility and will not be returned.